Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nurse thought a patient was having an allergic reaction to the valve or catheters.